Event description:
Patient undergoing a CABG procedure, saphenous vein being harvested endoscopically with a terumo virtuosaph plus endoscopic vessel harvesting system. Physician assistant stated that the co2 being used was not going thru the terumo harvesting tool; the co2 was going thru the tubing but when connected to the actual device it would not work. Device was removed and a new device was retrieved and worked. No noted harm to the patient.